Manufacturer narrative:
No information at this time to report. As information becomes available, it will be reported as required.

Event description:
It was reported that after the case the vertical column of the 9900 system would not move. There was no report of patient injury.